Event description:
A customer reported an issue with the speaker and vibrate function of a pump that had been ongoing for about two months. The speaker was not audible, and although the settings were configured correctly, the alarm sound was very faint even when set to high. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.